Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but will not be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Complaint event most likely due to not following the surgical technique. Per the surgical technique implant #2 need to be advanced to the needle tip prior to advancing the needle through the meniscus. If this is not followed, implant could be potentially entangled with the suture and pulled back from the meniscus. The implant may be pulled back through the meniscus due to the incorrect use of the depth stop or over tensioning of suture construct. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a left meniscal repair with the first ar-4502, the first anchor of the cinch went in fine with no issue, the second anchor of that same cinch went in but when the surgeon pulled tension to reduce the slack in the suture, the second anchor of the implant appeared in the joint. It did not flip and secure itself. The sutures were cut and removed fully, leaving the first anchor embedded behind the capsule making it un-retrievable. The second anchor of that cinch was able to be retrieved using a grasper under direct visualization. The surgeon then used a second ar-4502 speed cinch which worked fine with no issue to complete the case. Speedcinch tool and removed anchor and sutures were discarded by the facility.